Event description:
Reportedly, on (B)(6) 2020 at 16:38, during an installation attempt of the subject home monitor at the patient's address, the device was turned on and the status led lighted in green. However, the patient initiated transfer (pit) button did not turn on. The home monitor was reset. After this reset, the status led of the home monitor lighted in green, but the pit button lighted in red. Both, the home monitor and the wirex were turned off and then turned on, but the issue persisted. The patient mentioned that there were no connection or installation environmental problems. On (B)(6) june 2020 at 09:40, a second installation attempt was performed. The home monitor was unplugged and plugged back into the mains. Three of the status lights of the wirex turned on and the status led of the home monitor turned to green, while its pit button was blinking in green, as expected. Nevertheless, when the pit button was pressed, it lighted in red for 30 seconds, then it turned off, while the status led stayed on. A new reset was performed, but the issue persisted. On (B)(6) 2020 at 17:21, the replacement of the home monitor was requested by the patient.